Manufacturer narrative:
(B)(4). F/u with the site found the generator was tested by the site clinical engineering. Their testing (with incident pencil - non-covidien products) found the generator to be ok, testing within all parameters and was put back in service.

Event description:
The medwatch states: during an aortic valve replacement, the surgeon was opening the pt's chest and used a bovie to obtain hemostasis. A ray-tec sponge was in pt's chest. Surgeon felt heat on his right hand and checked the glove for perforation and found none. Scrub tech noted ray-tec sponge was smoldering and quickly removed it from the wound. When the sponge hit the air, it ignited. Sponge was thrown on floor and extinguished with cold saline. Grounding pads for bovie were placed under pad for kimberly clark warming unit. It is possible pt was not properly grounded due to multiple pads being used. No harm to pt. Procedure continued without further difficulty.